Manufacturer narrative:
Product image analysis: three photos returned. Photo 1: product shelf carton, with label. The lot number on the shelf carton; 0009412881 matches what was reported and the lot number confirmation from the leur scan. The stent size on the shelf carton also matches what was reported. There appears to be clear tape holding the bottom flap of the box closed. Photo 2: the device appears to have been coiled and has been places in a clear plastic pouch. Photo 3: kinking to the core wire was evident. Product analysis summary: the stent was positioned on the balloon, but the stent had moved proximally over the proximal marker band. No deformation was evident to the stent wraps. Slight deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, due to bunching of the inner member, distal to the distal marker band. Deformation was evident to the guidewire lumen, immediately distal to the guidewire entry port. The guidewire lumen appeared to have torn distally from the guidewire entry port, longitudinally with tears evident to both the distal outer shaft and the inner member, resulting in the exposure of the core wire. The core wire appeared kinked and no longer remained encased in the inflation lumen. There was evidence of blood in the inflation lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion exhibiting 99% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that during delivery of the stent, rigidity of the stent delivery system was lost, therefore the stent and stent delivery system were removed from the patient. It was indicated that the stent and stent delivery system were removed without issue. It was reported that after the rigidity of the delivery system occurred the catheter became kinked. The procedure was completed using another resolute integrity stent without issue. The patient was reported to be alive with no injury.